Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5: reference MFR. Report#1627487-2018-09018; reference MFR. Report#1627487-2018-09019; reference MFR. Report#1627487-2018-09015; reference MFR. Report#1627487-2018-09014. It was reported infection was discovered at the patient's ipg and lead sites several months ago. Reportedly, cultures were obtained and identified the infection type as (B)(6). As a result, the physician opted to explant the entire system on (B)(6) 2018 to address the issue. Follow-up identified the patient was further treated with oral antibiotics as well as vacuum dressing over the wound.